Manufacturer narrative:
Device not returned.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Episodes of non-sustained ventricular oversensing due to post-paced t-wave oversensing were observed via stored egm. Programming changes were made. Patient is fine.